Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for left atrial flutter with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. After the case had been completed, during the final intracardiac echo (ice), a pericardial effusion was discovered. Caller reported there were no visible signs on the patient during the procedure. The pericardial effusion was confirmed by ice. Caller reported that the medical intervention provided was a pericardiocentesis to remove 60ml of fluid. The physician did not notice anything during the procedure. The patient condition improved after drainage. Extended hospitalization was not required. Physician's opinion is that the cause of this event is unknown. There is no information about additional hospitalization. No steam pop was reported. No error messages on biosense webster inc. Equipment was reported. The catheter irrigation settings were standard. Force visualization features that were used were graph, dashboard, vector, visitag with respiration gating of 3mm/3s stability, force over time of 25% 3g, and force time interval as coloring option.